Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a programming error. Magnesium sulfate was ordered for a patient with preeclampsia. The ordered dose was 2gm/h (50ml/h). Per report, the pump was programmed to infuse 2ml/h (0.08gm/h): however, the magnesium sulfate infused incorrectly for 5.5 hours. When the error was identified it was corrected. The soft minimum dose alerted and was overridden. There was patient involvement, but no harm.